Event description:
It was reported that customer¿s insulin pump displayed non-resettable malfunction alarm malf 16 during use, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, was instructed to place affected pump into storage mode and return it using prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which was arranged under warranty.